Event description:
It was reported that the lead threshold had risen from the last check. There was a concern that doubling the amplitude on the lead would affect the device longevity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.